Event description:
It was reported that the device had reached elective replacement indicators (eri) after three years. The device exhibited high battery impedance. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) performance data has been collected from the device and analysis was done. Battery depletion indicated/eri: eri was caused by high battery impedance noted on (B)(6) 2012 prior to explant. (B)(4) version 8 installed on (B)(6) 2011. High resistance/impedance: high battery impedance resulted in eri. The device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance.